Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in airway from device air path. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged visualization of particles in airway from device air path. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer.the manufacturer found fine white dust-like contamination on top of/in blower box, around rear panel o-ring, and on/in blower, hair-like and black particle contaminants in bottom of bottom enclosure, beige dust-like contamination around edges of air inlet, black residue consistent with findings of keratin at blower outlet and on blower outlet seal. The device's downloaded event log was reviewed by the manufacturer and found no error logged.the device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation. The manufacturer confirms the presence of a fine white powder and evidence of keratin within the airpath, which is likely of external original and not consistent with originating from a device failure. Section d9, g3, h6 has been updated / corrected.